Manufacturer narrative:
E: (B)(6)

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a fan speed failure alarm. The customer was provided with and accepted a quote for onsite service labor. This investigation is ongoing. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that there was a fan speed failure alarm. In a good faith effort (gfe) response from the fse, it was clarified that the device issue had been found while outside of use, during an inspection done by the technicians at the hospital. No patient or user harm reported. The customer was provided with and accepted a quote for onsite service labor. A field service engineer (fse) went to the customer site on 01dec2025 and confirmed the fan speed failure. The fse stated that they provided the customer with another quote for part replacement. On 21jan2026, the fse returned to the customer site and replaced the cooling fan to resolve the issue. The fse confirmed that the part replacement returned the device to functioning correctly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.